Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital for increasing lactate dehydrogenase over 1500. She was put on heparin gtt, fluids were initiated, and she was moved to 1a status on the transplant list. The patient was transplanted on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: thin, tissue-like thrombus formations were present around the inlet bearing cup and inlet bearing ball. The thrombi appeared to have formed in laminated layers and showed areas of denaturation, indicating that the thrombi likely developed on the bearings over an undetermined amount of time while the pump was in operation. These thrombus formations would have potentially contributed to the report of the patient¿s elevated lactate dehydrogenase level. Additionally, small white depositions were observed in the proximal side of the outlet stator. These depositions lacked lamination, lacked denaturing, were not adhered, and did not appear to have originated in this location or contributed to a pump issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was functionally tested under normal operating conditions using a mock circulatory loop. The results of this test revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombosis is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 years and 8 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.